Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. The device was not being used on a patient when event occurred. Customer requested service repair.

Manufacturer narrative:
(B)(4).